Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an implantable cardioverter defibrillator (ICD) system, the right atrial (ra) lead thresholds were noted to be high during device testing. It was determined that the right atrial (ra) lead had become dislodged. While removing the ra lead, the wrench emerged from the header grommet seal with the set screw still mounted on the wrench. Following repositioning of the ra lead the wrench was reinserted through the grommet seal and the lead was reset. The grommet was inspected to ensure that there was no damage to the seal and the device was testing again to ensure that there were no oversensed signals in the atrium. The lead and device remain in use. No patient complications have been reported as a result of this event.